Manufacturer narrative:
The t:slim g4 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. Blood glucose level was 160mg/dl. The customer successfully installed a used cartridge to address the issue. Tandem technical support advised the customer against reusing cartridges.